Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; therefore, the investigation is inconclusive for balloon rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564j pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.